Manufacturer narrative:
The insulin pump was received with intermittent escape, act, and express, up arrow and down arrow buttons due to flattened and creased dome switches. No unlocked j2 lcd keypad connector. However, all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized for high readings. The customer's blood glucose value was not provided. The customer also mentioned having low readings. The customer was treated for high readings at the hospital. The customer declined to troubleshoot for high readings. The customer stated that the buttons are hard to press. The insulin pump was returned for analysis.